Manufacturer narrative:
Concomitant products: product ID 3889-28, lot# v680132, implanted: (B)(6) 2011, product type lead; product ID 3037, serial# (B)(4), implanted: (B)(6) 2011, product type programmer, patient; (B)(4).

Event description:
Supplemental information received reported that the patient was still having concerns regarding her device or therapy, but she was working with her doctor or manufacturer representative and noted an appointment date of (B)(6) 2013. If additional information is received, a supplemental report will be submitted.

Event description:
It was reported the patient had a loss of effect. It was reported to have had stopped working 'about' 2 months prior, in (B)(6) following a massage where the patient was rubbed 'over the wires.' The patient's retention was back and was not feeling stimulation like she once was. It was noted that stimulation was painful in order for it to work. Additional information has been requested, but was not available as of the date of this report.